Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the pacemaker exhibited impedance problem and the right ventricular (rv) lead exhibited low pacing impedance. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
B5 section was updated due to no allegation noted on the pacemaker.

Event description:
New information received notes there is no allegation malfunction noted on the pacemaker.